Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2018 the patient received a CT of the abdomen without contrast. Findings revealed the metallic vena cava filter is identified with the superior margin of the filter is at mid t12, the inferior margin lower end plate of l1. The metallic limbs appear intact without fracture or separation. They appear symmetric. The posterior and medial limbs project along the outer margin of the inferior vena cava. The inferior vena cava is normal size below the device.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.